Manufacturer narrative:
H4: the lot was manufactured between january 03, 2019 - january 07, 2019. H10: the device was received for evaluation with 235 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor never fully emptied during patient infusion. The device had significant fluid left after the 24 hours expected therapy time. The device had been filled with piperacillin / tazobactam 13500mg in buffered 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.